Event description:
The consumer called into customer care to report, "...she has been getting high readings for the past week." It was reported to nova biomedical that on (B)(6) 2015 the consumer performed a blood glucose test getting a result of 419 mg/dl on her nova max plus glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 416 mg/dl. Based on the back to back results the consumer administered 10 mg of glucotrol without requiring any medical intervention.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot#: 102015082; expiration date: 03/2017. Control solution lot number: none.